Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2203513 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2203513. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. With the limited information provided, a possible root cause could be attributed to tortuous patient anatomy and/or a tight stricture, which may have resulted in a build-up of pressure causing the device to kink leading to the stent getting jammed and the deployment difficulties reported. A second possible root cause could be that the build-up of pressure caused the sheath tube to separate from shuttle cap which would have led to the deployment issue. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Multiple attempts were made to gain more information regarding this event however the customer could not provide additional information. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the evo-fc-10-11-6-b device of lot number c2203513 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. There were no adverse events reported as a result of this occurrence. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-jun-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent would not deploy.